Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to difficult to insert/advance the guide wire, include, but not limited to, patient anatomical conditions, occlusion of the sheath due to excessive blood clot or other biological matters. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation: updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional prostate artery embolization procedure. Reportedly, with the proglide device, there was trouble loading the device on the guide wire. However, even after troubleshooting, there was resistance traveling over the guide wire. Use of the proglide device was abandoned. The same sheath size was used and the prostate artery embolization procedure was completed. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.